Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later pt experienced mesh erosion, bowel obstructions, adhesions, abdominal pain, stress urinary incontinence, secondary prolapse and urinary infection. During surgery for a small bowel obstruction, it was noted that a portion of the obstruction was adhered to mesh. The mesh was then divided to free the small intestine. A subsequent sling placement procedure was performed.